Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. Prophecy team reviewed the received information and noted: methodology: an independent reviewer, a technician trained on the procedure, evaluated the CT scan for anatomical abnormalities and proper completion of the procedure, paying special attention to the tibia and talus bone models. An independent reviewer, an engineer trained on the procedure, completed a review of the case¿s alignment, sizing, guide design and report, paying special attention to the sizes recommended in the plan. An independent reviewer, an engineer, completed a review of the case¿s engineering drawings and manufacturing files for proper completion of the procedures. Conclusions: the CT scan was processed within normal, acceptable ranges. No errors were identified during the segmentation procedure. The sizing shown in the plan provided was proposed within normal, acceptable ranges. No abnormalities in the internal process were found. The engineering drawings and quality documents were processed within normal, acceptable ranges. No abnormalities in the internal process were found. Root cause identified: it was not possible to identify what caused the inaccuracy between the sizing proposed in the plan and the final sizes utilized during surgery. A potential root cause may be a discrepancy in user final intraoperative evaluation vs the sizing approved in the prophecy plan, patient¿s anatomy changes due to the period of time that passed between the scan date and the surgery date, or user error during surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported in "(B)(4) - "I need to feed back that the sizing on this plan proved to be very inaccurate leading to unnecessary challenge and compromise on day of surgery. Actual sizes proved to be a size 2 standard length tibial tray and a size 1 talus. The inaccuracy in the plan was only realised after the size 3 tibial cuts had been made with the resect through guide and resulted in a much looser fit for the size 2 tibial component used - to the extent that it displaced posteriorly during final impaction to the plastic bearing. The surgery was completed with a size 2 tibia (not the 3long planned). We manually recut the talus several times eventually using a size 1 flat cut. The only issue was the tibial cut was slightly wider so when we finally impacted the poly it pushed the tibial tray backward, we managed to pull the tray forward and decided to treat the patient very conservatively. The procedure took about an hour and a half more that the usual time. Not immediately the anaesthetic obviously had a larger effect. The initial placement of the cut through block was fine once cut it was obvious that the 3long and 3 were too long so we used a size 2 which looked like the perfect size. When we cut the talus it removed a bit but the joint was too tight to put in a trial so we recut the talus two more times. The concern was the plan looked good but the anatomy didn't seem to fit. This was a primary procedure with not much time between the scan and surgery. I will get the patient data from the surgeon or get him to send to you. "